Manufacturer narrative:
Country of origin: (B)(4).

Event description:
It was reported that during use of this convective warming unit, the patient sustained a burn injury to the upper arm, where the end of the heating hose was located. The patient had been under anesthesia for bricker cystectomy. Twenty minutes post-induction, under the surgical drapes, the air from the hose seemed excessively warm. An alarm sounded as the nurse was preparing to power off the device. Approximately three hours post-operation, burn injury was detected on the right upper arm. The burn was classified as second-degree, and was treated with flammazine. No further clinical consequences to patient were reported.

Event description:
Information was received stating the burn was discovered 20 minutes after the start of surgery and not three hours following. The burn was treated by a plastic surgeon in addition to flamazine, followed by intensive wound care for several weeks.

Manufacturer narrative:
One equator blower was returned for evaluation. Visual inspection of the device found it to be in fair condition, but was noted to have a clean filter. Functional testing included checking display accuracy at 36, 40, and 44 degree set points. All three settings were correctly shown. The device underwent over temperature test and alarmed at 40, 44, and 48 degrees, indicating the device passed the test. Additionally, device performed 75 percent occlusion test and device passed. Selected 36 degree setting and ran dut for 3 hours, temperature was measured to be 35.47 degrees. Selected 40 degree setting and ran dut for 3.5 hours, measured temperature was 39.39 degrees c. Selected 44 degree setting and ran dut for 3.5 hours, temperature was measured at 43.24 degrees. These temperature readings were all within tolerance, unable to confirm reported customer reason. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.